Event description:
A pt reported blood glucose results of 175mg/dl, 211mg/dl, 124mg/dl, 167mg/dl, 154mg/dl, 122mg/dl, and 100mg/dl with a lifescan meter, performed within 11-20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. A control solution test fell within the acceptable range.